Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator. The system was tested and verified as ready for use. Isi has requested the illuminator involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed a repeated error 48245 pointing to the illuminator. This complaint is a reportable malfunction event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the illuminator was not working and had error 48245. The technical service engineer (tse) suggested to power cycle the system and change the lamp module, but the issue persisted. The tse suggested to use an external light source. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 23-feb-2022: the issue happened during the procedure after all ports were placed. The illuminator initially powered on without errors. The procedure was completed with the third party illuminator with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not reproduce the customer reported complaint. However, the error/fault was confirmed via error logs. In-house fa found both fuses of the lamp module inside the unit were good. When reviewing the remote error log, the in house fa found errors 48240 means each time the illuminator communications handler transition from a non-error state into an error state due to an illuminator command time out or invalid command response and error 48245 means the illuminator lamp fail to ignite after several automatic attempts. After this error, ignite attempted stop and the lamp remained off until the user tries to switch the lamp on again. An ignition failures indicated that the lamp module must be replaced or the ignition circuitry in the illuminator has failed. In house fa installed illuminator into printed circuit assembly (pca) test system and the system started up without any errors, all the function test passed. The system booted up in normal mode and let it idle for 10 minutes. The system power cycled 40 times and tested overnight, no issue occurs after extensive use. The illuminator was failed and fans were dirty.

Event description:
Refer to h10/h11 for follow-up information.